Event description:
It was reported that premature battery depletion was suspected on the device. Additionally, the device was unable to be interrogated. The device was explanted and replaced to resolve the event. The status of the patient is unknown, however, the physician did not report any patient consequences.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
Additional information was received indicating the patient was in stable condition.